Event description:
The patient contacted animas alleging elevated blood glucose (bg) readings in the 300-400 mg/dl range for past couple of days. The patient denied developing symptoms suggestive of hyperglycemia and claimed she did not test for ketones. The patient informed animas customer support that she felt the elevated bg readings were as a result of the subject pump not delivering all the insulin it was supposed to. The patient further mentioned that her bg is normal when she uses injections. At the time of the initial call to customer support, the patient reported that she had changed site the day prior and had not problems with bent cannulas. When the patient returned back from an appointment with her cde she called animas back requesting her pump be replaced per hcp's request. During review of pump settings and history, customer support noted that the patient runs a temporary program when she changes cartridge/inset. It was also noted that the patient had several basal programs. The patient claimed she only ran one of the programs; however, when basal history was reviewed it was revealed that the patient was running a schedule that was based on values and times. Customer support noted that the schedule the pump was running may have contributed to elevated bg readings. The patient claimed she had been making changes to the basal when customer support made this observation. Customer support also noted that all of the changes in the programs/settings/advanced features of the subject pump were confusing. There is no indication that the subject pump caused/contributed to a serious injury. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the patient felt the subject meter was not dispensing the correct amount of insulin resulting in high bg readings.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.